Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an episode of ventricular fibrillation (vf) stored in the device memory upon interrogation. The physician noted that the arrhythmia was atrial fibrillation (af) with high ventricular rate. The device delivered inappropriate high voltage (hv) therapy for the af episode due to the device programming. No reprogramming changes were made, however pharmaceutical intervention for af was considered. No action was taken at this time and the patient was stable and will continue to be monitored.